Manufacturer narrative:
An investigation of the damaged ostase qc and calibrator vials was conducted at bci. The investigation determined the glass vials are not compatible to freezing at -70 degrees celsius. A 100% inspection is conducted when the vial labeling process is performed.

Event description:
...

Manufacturer narrative:
(B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) reporting one damaged ostase qc vial which caused the contents to leak. One qc kit was affected by the damaged qc vial. The customer did not report affect to end user or patients in association to this event.